Event description:
Olympus was informed by the user facility during an in-service that the facility reprocessed a scope following a procedure using the same cleaning solution from the previous procedure. The water and the detergent were not measured. A disposable cleaning brush was being reused. The suction cleaning adapter was not being used. The auxilliary water tube was shortened in length and the suction cleaning adaptor was not being utilized.

Manufacturer narrative:
The device referenced was not returned to olympus for eval. The users were reportedly flushing each port using a 20 cc syringe, and the scope was manually disinfected with high level disinfectant (cidex opa). An olympus endoscope support specialist has provided in-service training to users at this facility and reviewed appropriate reprocessing of this device. If add'l and significant info becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.